Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A review of the provided image is consistent with the reported dislodgement of the jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument mechanism was popping out of the socket at the hinge/elbow. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that the damage was located at the wrist joint/elbow area at the proximal end of the jaws. The jaws did not operate properly due to the issue. The instrument was not used on tissue as the issue was found before. There were no instrument collisions.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip at the grip base, causing misalignment of the grips. The grips do not show cracking damage.

Event description:
Refer to h11 for follow-up information.